Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a possible problem in the programmer's power supply. Earlier information indicated that it was returned due to instructions affiliated with a field action. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the programmer powered up to an error, there were missing screws on the link electronic module (lem) circuit board and the lem did not have the ground clips. It was also noted that the power cord bay door tab was broken off and the fan was noisy.